Event description:
Patien reported that device's piston rod is sticking, then continuing to run. Device has generated occlusion errors for last 1.5 weeks. Patient reported tapping the device and then the device would start running for a little while without generating an occlusion error. Patient also reported experiencing some unexplained low blood glucose levels. Patient does not have a back up device, so they will be going on injection therapy. No treatment was received as a result of this event.